Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated. (B)(6).

Event description:
On (B)(6) 2012, the device was implanted via l-p shunt at 160mmh2o. On (B)(6), the device was replaced by ns9008 due to breakage of abdominal catheter, pain and inflammation associated with csf leakage. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated. (B)(6).

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the device was replaced due to breakage of abdominal catheter, pain and inflammation is associated with csf leakage.

Manufacturer narrative:
Upon completion of the investigation it was noted that one end of the catheter has a clean cut and not jagged, which might suggest that the device was not broken, but may have come in contact with the edge of a sharp instrument. This however could not be confirmed. It was also noted that the other end was sliced horizontally. The device was tested for leaks and it was not possible to duplicate the leak reported in the laboratory setting. There were no leaks found. A review of the device history records could not be confirmed as the lot number has not been provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.